Event description:
It was reported that during testing it was discovered the unit was malfunctioning. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Checks on needles and 5 port valve failed to identify a specific cause. Flow block retained for further investigation if this proves not to be a one-off occurrence. The root cause of the reported issue was found to be the flow block malfunctioned. Actions were taken to mitigate the reported issue: the device was be sent to the repair center to be repaired.